Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 12 relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reporting needle hub separated when removing shield. Stated, some shields are difficult to remove and some will not come off at all. Lot: unknown, catalog: 328512, date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned (10) loose 3/10cc, 8mm syringes. Customer states that the needle hub separated when removing shield and some shields are difficult to remove and some don't come off at all. All returned syringes were examined and 2 out of 10 samples were returned with the hub-needle/shield assembly separated from the barrel. All 8 remaining samples were tested to determine the cap and shield removal forces (specs: cap removal force for 1/2cc after sterilization: 1-8 lbs.; shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force: syringe 1: 4.36 lbs. Syringe 2: 4.54 lbs. Syringe 3: 4.97 lbs. Syringe 4: 4.66 lbs. Syringe 5: 4.19 lbs. Syringe 6: 4.26 lbs. Syringe 7: 4.72 lbs. Syringe 8: 4.78 lbs. All removal forces fall within specification. Unable to perform DHR check for needle hub separates and shield does not detach as intended due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that 12 relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reporting needle hub separated when removing shield. Stated, some shields are difficult to remove and some will not come off at all. Lot: unknown. Catalog: 328512. Date of event: unknown.